Manufacturer narrative:
The complaint sample was not received but a picture was sent by the complainant. No decontamination was needed as complaint sample was not returned for the investigation. The visual inspection performed by observing the picture found that the leaking blood inlet area below the bushing of pump cassette. Delamination of weld seam could have caused leaking. No specific root cause can be identified without the complaint sample but potential root cause is likely to be weak weld seam and an additional external pressure could have caused leak. The device history records for (B)(4) lot # 0493435u04 was reviewed and the inspection report showed that no mps disposable device set was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He reported that the set leaked blood at the weld seam on the blood inlet. The perfusionist provided a photo of the alleged leak but did not return the sample for evaluation. There were no patient complications as a result of the alleged event. The perfusionist did not provide patient information or the approximate volume of blood loss.